Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sept2019. The product support engineer (pse) evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. The pse replaced the central processing unit (cpu) board to resolve the reported issue. The pse also replaced the power switch overlay to address the issue of the green power on/off led was not illuminated. The device passed all testing. The cpu board was returned for failure investigation (fi) and the reported issue of error code (1104) backup alarm failed was duplicated. The root cause was determined to be a ls1 failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the occurrence of error code 1104 (backup alarm failed) in the diagnostic report (drpt) and that the green power on/off light emitting diode (led) was not illuminated. There was no patient involvement.